Event description:
Implanting physician reports event as "one and a half years ago lap-band was implanted. Recently failure of the access port is discovered." Device remains implanted.

Manufacturer narrative:
Taper ii. The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not rec'd the device nor performed analysis at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."